Event description:
According to the reporter: the instrument stapled, but did not cut, and the handle was jammed on tissue. The device was resected with the use of another instrument and the procedure continued laparoscopically.

Manufacturer narrative:
Initial report sent to FDA on 06/17/2009.